Event description:
On (B) (6) 2009, the sales representative reported that during a kit inspection, it was identified that the slider was broken at the weld and would not keep the screws in place for blade adjustment. On 29 may 2009, after evaluation of the complaint returned part, it was identified that the weld of the screw stop was pulled up. Both blade lock screws are present within the instrument. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event happened during a kit inspection. Product is an instrument and is not implantable. Review of the device history record indicates the part met specification. Visual examination of the returned instrument found the screw stop to be completely pulled up from the weld. Further investigation is pending.